Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Testing conducted confirmed the initial reactive result with a cutoff index (coi) of 1.86. Interference testing indicated reactivity to only one hiv-specific antigen, which is suggestive of a false reactive result, as true positive samples typically show reactivity to multiple hiv-specific antigens. Further testing with the elecsys hiv duo assay yielded a non-reactive result with a coi of 0.719 (ahiv: 0.689 coi, hivag: 0.206 coi). Calibration and quality control data were reviewed and found to be within expected ranges. The root cause was attributed to a sample-specific discrepancy. False reactive results may occur with the elecsys hiv combi pt assay due to its specificity characteristics.

Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the elecsys hiv combi ptassay on the cobas 6000 e601 module. The elecsys hiv combi pt assay generated a reactive result, while the siemens atellica combined hiv antigen and hiv-1/2 antibody assay (4th generation) produced a non-reactive result with an index value of 0.0750. No confirmatory testing was performed, but the sample was stated to be from a known donor assumed to be hiv positive. The customer requested additional testing with the elecsys hiv duo assay to confirm the result.